Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor glucose and blood glucose reading values were off by 100 points. The customer's blood glucose level was around 200 mg/dl. A bent cannula was also reported. The product was not returned. Nothing further to report.